Event description:
It was reported the patient underwent an unrelated nerve ablation procedure where the device was not placed in surgery mode. Subsequently, stimulation was lost and ipg was unable to communicate with external devices. Patient met with an abbott representative who was able to troubleshoot device and restore therapy.

Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete device information. An inoperable implant was reported to abbott. The system was not set to surgery mode while the patient underwent an unrelated surgery where electro-cautery may have been used. Troubleshooting was able to resolve the issue and establish communication. Device was reprogrammed and therapy was restored. The implant was not returned for analysis. A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. Based on the information received, the cause of the reported incident is consistent with user error.

Manufacturer narrative:
An inoperable pulse generator was reported to abbott. The system was not set to surgery mode while the patient underwent an unrelated surgery where electro-cautery may have been used. The system was recovered through abbott intervention. A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. The results of the investigation are inconclusive since the device was not returned for analysis. Actions have been taken to prevent reoccurrence.